Manufacturer narrative:
The device was received by olympus for evaluation. The user facility report was confirmed and testing results found a bent pin inside the video connector. The part was replaced and the unit passed all functional testing. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the device had no picture. Additional information provided revealed that there was no patient involvement.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer for MDR# 8010047-2020-05335. The legal manufacturer performed a device history record review and no abnormalities were noted. An investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on similar terminal buckling events, it was assumed that terminal buckling inside the scope connector socket occurred in the following order: when inserting the scope internal into the scope connector socket of otv-s190, the missing part of the scope connector tip was caught in the terminal inside the scope connector socket of otv-s190. The terminal inside the scope internal socket of otv-s190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught.